Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 11 months after the implant the impedance measured by the unknown device started to increase from 1080 ohms to about 2500 ohms. In (B)(6) 2016 the impedance was greater than 3000 ohms. The lead and pacemaker were replaced on (B)(6) 2016. The lead could not be explanted. No adverse patient side effects were reported.